Event description:
It was reported the pt did not receive effective stimulation therapy in his right leg. An x-ray confirmed the lead migrated. The physician relocated the lead on (B)(6) 2013. The pt reported receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.